Event description:
It was reported to medtronic neurosurgery that the valve had flipped over because the doctor made the subcutaneous pocket too big.

Manufacturer narrative:
The product was unavailable for return as it remains implanted. Therefore, an evaluation of the device performance was not possible. A review of the manufacturing records was not possible as no lot number was provided. The reported event was the result of a technical error as described by the doctor. According to the instructions for use, "to reduce the possibility of post-operative valve flipping and movement (e.g., as the result of magnetic influence due to MRI), the valve should be adequately secured to adjacent tissue by passing a suture through the polyester-fabric-reinforced flanges." No impact to the pt was reported.